Event description:
It was reported that port access needle was found fractured. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking infusion set was confirmed. The product returned for evaluation was one 22ga x 0.75¿ safestep safety infusion set with y-site. Usage residues were observed throughout the sample. A partially circumferential split was observed at the proximal luer/tubing joint. Microscopic inspection of the split revealed a dully granular fracture surface. Beach marks and radiating tear marks were observed throughout the fracture surface. Deformation and discoloration were observed in the vicinity of the split. The fracture features were consistent with material fatigue, suggesting that damage was accumulated through repetitive mechanical stresses such as twisting and bending; however, an additional factor(s) may have contributed. The device is a supplied component and the supplier has been notified of this event. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that port access needle was found fractured. No other information was provided.